Event description:
Co rec'd notification of a revision surgery for a penile prosthesis. The removed device was, however, made by another MFR. The reason given for the revision surgery is "not functioning as designed." Note: determination of reportability and categorization of this event was made according to the MFR's policies and procedures and the information rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sections b1, b2, h1)